Event description:
The customer stated that she was hospitalized for low blood glucose. The reported blood glucose reading at the time of the phone call was 102 mg/dl. The customer stated that she thinks her basal rates were set too high and that this may have contributed to her episode of low blood glucose. Troubleshooting was performed and the insulin pump passed the 7.2 lead screw test. According to the troubleshooting performed the insulin pump is operating within specifications and will not be returned at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.